Manufacturer narrative:
(B)(4). The customer did not know the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that immediately after intubation, a leak noise was heard from the 15 mm connector. The tube was removed and the patient was reintubated. There was no patient harm reported.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.